Event description:
Per the customer, there was a loss of accuracy during the image guided procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6. Device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : no product return per the customer.

Event description:
Per the customer, there was a loss of accuracy during the image guided procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.